Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the pharmacist of the hospital that during an unspecified procedure using the subject device, the tip of the thunderbeat was broken in the patient's belly. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus¿s local distributor, but not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. It is possible to infer the cause from the results of past similar investigations, therefore it was determined that an investigation using equipment with similar structure or similar device is unnecessary. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. Contact with a surgical instrument 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke when added load. Contact with non-insulated area of grasping section 1. The distal end of the tissue pad was worn away because "seal & cut" output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. "Seal & cut" output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added load. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The product name was tb-0535fcs and the lot number of the device was "pw306864", not "pw306865". The product name was consistent with the complaint information. The probe was found to be broken off at 15.5mm from its tip. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. The broken surface of the probe was checked. It indicated the probe had cracked from the contact mark then broken off. The proximal side of the tissue pad was worn away. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. Manufacturing record investigation: the device history record of osta for the lot indicated no anomaly with the event-related items below. Inspection. Labeling review: as a result of checking the instruction manual, the following descriptions related to this event were found. This event is warned by the instruction manual, and it is speculated that it was caused by misuse by the user. Drawing number and revision number of IFU: (B)(4). Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. Conclusion summary: however based on the physical investigation result, the exact cause of the event couldn¿t be exclusively identified. From the past investigation results, it is likely the reported phenomenon occurred by the following mechanism: 1. ¿seal & cut¿ output was activated while grasping a thick tissue with the tip of the grasping section. The proximal side of the tissue pad come in contact to the probe. As a result, the pad was worn away. 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added some load.